Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During filter placement, an optease filter was placed in the renal vein instead of the target lesion in the ivc. Approach was made from jugular vein and optease filter placement was attempted. However, the filter was mistakenly placed in renal vein. It seems difficult to retrieve the filter, removal is not attempted and a new optease filter was placed in the ivc instead. There was no symptoms to the patient regarding the misplacement.

Manufacturer narrative:
During filter placement an optease filter was placed in the renal vein instead of the inferior vena cava (ivc) as intended. Approach was made from jugular vein and the optease filter was mistakenly placed in renal vein. It was determined that retrieval of the filter would be too difficult so the filter was left in the renal vein. A new optease filter was placed in the ivc for the indication of dvt. The extent of the dvt is unknown. There was no thrombus present at the delivery site. There is no further information available. There were no reported adverse events related to the filter misplacement. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The indication for filter insertion dvt. It is unknown how it was documented or the extent of the dvt. There was no thrombus present at the delivery site. Anticoagulation therapy, contraindication for anticoagulation and recurrent pe in spite of anticoagulation were all unknown. There was no further information available. Additional information is pending and will be submitted within 30 days upon receipt.